Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that patient's battery was inverting where only the edge could be felt and was unable to recharge. An environmental/external/patient factors that may have led or contributed to the issue was patient is overweight. A diagnostics/troubleshooting performed was  patient opted to have it taken out after 2 pocket revisions. Interventions/actions that were taken to resolve the issue was explant of devices. The issue was resolved and  surgical intervention occur by doing a full system explant.